Event description:
It was reported that the implant was removed due to disengaged from driver, dropped. Customer used another device to complete the procedure tooth # 30 (universal).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). (B)(6).

Event description:
It was reported that the implant was removed due to disengaged from driver, dropped. Customer used another device to complete the procedure tooth # 30 (universal).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). (B)(6).

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. The reported device was not returned. The reported event is non-verifiable. Based on the evaluation, the device malfunction could not be verified for the driver. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when they left zimmer biomet. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.